Manufacturer narrative:
Device manufacture date not available at time of this report. Testing indicated that with markers attached and fully seated, the probe returned a high geometry error as reported. The support arm for marker #2 is bent, causing the high geometry error.

Event description:
A medtronic rep reported that during a shunt placement case, the geometry error of a pci probe was 0.60 and that it flickered from green to red status. The surgeon was unable to use the pci probe during the case but was able to use the passive planar blunt probe to get his trajectory for the procedure. The surgeon was able to successfully complete the procedure. The pt was not affected by the issue.